Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilation inop" code was found in the ventilator's downloaded error log. The device's motor blower assembly was replaced to address the issue. Additional findings not related to the malfunction/issue were missing rubber enclosure feet, damage to the rear enclosure case, and a bluetooth upgrade needs to be done on the device. The parts were replaced on the device.